Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date (3-4 years ago), the patient underwent an endovascular procedure with a gore® excluder® aaa endoprosthesis. On (B)(6) 2024, a gore representative from marketing team was present for a case where the patient was undergoing a robotic vascular surgery and physician mentioned that patient had a type 2 endoleak with an excluder device. There was also aneurysm expansion with growth of more than 5mm a year. They were doing a surgical ligation of the inferior mesenteric artery (ima), two of the left lumbar arteries and middle sacral artery using the da vinci robot. The patient appeared to tolerate the procedure well and they were really happy with the results. They litigated all those vessels and patient is doing well. 5305-c: endovascular inter 2ry procedure: other/unknown is used to capture the surgical reintervention.